Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements. The impedance measurements were noted to have been variable suspected to be due to a change in the patient weight. An x-ray was completed to evaluate system position. The device was tested in clinic with provocative maneuvers, however noise was unable to be reproduced. This device remains in service and will continue to be monitored via the remote monitoring system. No adverse patient effects were reported.